Manufacturer narrative:
(B)(4). Evaluation: visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. Unintended use error caused or contributed to event.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was obtained: procedure name:unknown child surgery additional event information: after cracking the glass ampule, the surgeon pushed the ampule strongly several times. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts to obtain further information and the device have been made with no additional information or return to date. If the device or further details are received at a later date a supplemental medwatch will be sent. Did the glass penetrate the user¿s skin? No further information is available. What was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. What is the lot number? The lot number is unknown. Is the device available to be returned for evaluation? When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and topical skin adhesive was used. The glass ampule was broken during use, and the broken piece of glass was protruded from the applicator. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.